Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report air noted in the clip delivery system (cds) handle and broken flush port noted prior to use. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4 plus. The steerable guide catheter (sgc) and cds were prepared according to the instruction for use (IFU) indications. After the sgc was positioned and before inserting the cds, the physician noticed air in the cds. The cds was de-aired and increased flushing, but the flush port of the cds handle appeared to be cracked. The cds was still on the back table. Therefore, it was decided to change the cds for a new cds to continue with the procedure. There was no patient involvement with the cds and no clinically significant delay in the procedure. Two clips implanted, reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported broken flush port. The reported delivery catheter (dc) handle leak during preparation could not be tested due to the returned condition of the device (broken dc handle flush port). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the investigation, the reported leak appears to be a cascading event of broken flush port. Additionally, the reported broken delivery catheter (dc) flush port appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Na.